Event description:
It was reported that the patient presented with an infection post device change out. Antibiotic treatment was necessary. The leads were taken out with a wrench kit and stylet. Post extraction there was tamponade/effusion and the surgeon opened the chest to remove the blood. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.